Event description:
The patient with right sided diaphragmatic hernia came out with what appeared to be a faint heart rate. The patient was intubated and resuscitated. The pulse oximeter was placed on the right wrist while the patient was being intubated. The oximeter showed a heart rate, with a good signal iq and an increasing oxygen saturation until the saturation reached into the 90's then stopped reading, showing no probe attached. At this time, the chest was auscultated for a heart rate but none can be heard, and perfusion was very poor. The oximeter was then turned off and the probe placed on the right hand and then turned back on. Then the oximeter again show a heart rate and a oxygen saturation, but then the heart rate would bounce around 140 to 110 to 120 to < 100. It was not consistent. The foot was also tried with no reading. Masimo was notified and will be evaluated by their service team. The device was downloaded to a thumb drive. Company has requested.biomed tested for three days and pulse ox was within mfg specifications. Unable to duplicate error. Biomed returned unit to service dept has thumbdrive and device.device #1is this a laboratory device or laboratory test?no.